Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead failed to capture at an output of 5v. It was noted the patient's right atrium was dilated. After multiple attempts, the issue could not be resolved and the lead was removed. The physician implanted a single chamber pacemaker instead, with no atrial lead used. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This correction report is being filed to add impact code f1908 that was inadvertently missed on the previous report. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the failure to capture that was observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead failed to capture at an output of 5v. It was noted the patient's right atrium was dilated. After multiple attempts, the issue could not be resolved and the lead was removed. The physician implanted a single chamber pacemaker instead, with no atrial lead used. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead failed to capture at an output of 5v. It was noted the patient's right atrium was dilated. After multiple attempts, the issue could not be resolved and the lead was removed. The physician implanted a single chamber pacemaker instead, with no atrial lead used. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the failure to capture that was observed during the implant procedure.